Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: the vela pcb p/n 27992-001 s/n: (B)(6) was received for investigation. A visual inspection was performed and no anomalies were found. The reported complaint was able to be confirmed via event logs and duplicated via functional test; cause identified as failed xdcr pt802. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400.

Manufacturer narrative:
Corrected d9 to 8/14/2019.

Manufacturer narrative:
The reported complaint of xdcr fault could not be confirmed due to damaged component pt800 p/n 68354.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a "transducer fault" alarm. The customer stated that they performed transducer calibrations and the ventilator crashed. There was no patient involvement associated with the reported issue.